Event description:
It was reported that the patient had her right hip replaced in 1996. It was further reported that the implant was removed in 2004, and a new implant was inserted on december 6, 2005.